Manufacturer narrative:
(B)(6)

Manufacturer narrative:
This event occurred in (B)(6). Asku - the patient's date of birth is (B)(6) with an age (B)(6). It is not known which is correct. (B)(6).

Event description:
The customer is complaining about erroneous results for 1 patient tested for ise indirect na, k, ci for gen.2. The customer is wondering if there is a possible interference that may be causing pseudohyponatraemia in the patient's indirect ise results but not their direct ise results. A serum sample was tested for na and the result was 157 mmol/l. This result was reported outside of the laboratory. The sample was repeated and the result was 158 mmol/l. Four days later the sample was repeated on a cobas instrument and the result was 156 mmol/l. The sample was also run on an il bge 4000+ instrument and the result was 142 mmol/l. The patient's previous na results had been steady at 138 mmol/l. The customer is concerned about the na results that were repeatedly high. No adverse event occurred. The patient is in stable condition at home. The na electrode lot number and expiration date was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Potential root causes may be related to pre-analytics or ise flow related issues with contamination by na.